Event description:
Customer reported getting a blank display on the insulin pump after a battery change. Customer stated that they also received a battery out limit alarm. Customer's blood glucose reading at the time of the call was 175 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.